Manufacturer narrative:
Additional information has been received from the customer. The device has been evaluated. This supplemental report is being submitted to provide this information. The doctor is trained by olympus and is experienced in the use of the device. The procedural tips and techniques instructions that were distributed on 09/27/2013 have been shared with the user facility. Patient pre-existing conditions and demographics are unavailable. The broken piece fell into the patient and was retrieved. The procedure was a laparoscopic hysterectomy. The event occurred in the middle of the procedure. Settings and the phase being performed by the doctor are unknown. There was no delay in the procedure and the patient did not need additional anesthesia. No details of the device inspection are known. The failed device was inspected by the olympus representative and returned. The customer returned a thunderbeat hand piece model number tb-0535fc lot number kr109304 for the evaluation of the teflon pad fell off. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it is severely detached from the jaw, exposing a large portion of metal. The distal end of the device was inspected under a microscope and found the probe has no visual indication of physical damage to the probe unit; however, there are signs of char marks on the probe. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue and a part of it was torn. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during a therapeutic laparoscopic gynecological procedure, the device teflon pad separated and was hanging. There is no reported harm or adverse impact to the patient.